Manufacturer narrative:
The evaluation of the returned product confirmed that the vasoseal sheath had separated from the hub. The sheath, hub, plunger and cartridge were returned jammed together. A highly compressed plug was inside the sheath, and a contaminated plug was partially protruding from the sheath distal end. During the procedure the physician met resistance and continued to push, implying that deployment was attempted by pushing on the plunger, rather than withdrawing the sheath. This would explain why the first plug was still inside the sheath when deployment of the second plug was attempted. The sheath was severely bent, twisted and buckled at both ends of the second plug. Code 200: datascope's experiance has shown that if the push/wait/pull technique is not done, a sheath separation can occur. This may occur because the plug was not fully deployed out of the vasoseal sheath before deployment of the next collagen plug is attempted.